Manufacturer narrative:
Occupation was patient/consumer. The meter and strips have been requested for return. The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr. Qc 2: 5.2 inr. Qc 3: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of questionable results with coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown method. At 9:01 am, the meter result was 7.6 inr. At 12:56 pm, the meter result was 7.2 inr. The customer's doctor tested them at the same time on a non roche meter and the result was 5.2 inr. The result from the laboratory at the same time was 5.1 inr. The customer's therapeutic range is 2.0-3.0 inr. The customer usually tests every 2 weeks.